Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image on the connected glidescope core 10-inch monitor becomes split and freezes after the video baton is inserted into the patient's throat. Occasionally, the screen goes entirely black while the anesthesiologist is in the process of intubating. The procedure was completed using a different glidescope system which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
The customer's glidescope video baton 2.0 large was not returned to verathon for evaluation, therefore the cause could not be determined. Upon review of the device history for the video baton serial number "(B)(6)," it was determined that the device was manufactured on october 22, 2019 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Since the device was not returned to verathon for evaluation, the cause could not be determined; however, it is likely that the age of the device, five (5) years and eleven (11) months, may have caused or contributed to the event. Review of complaint history for the reported video baton did not identify any previous complaints reported to verathon. Trending analysis for the glidescope video baton 2.0 large does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.